Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the infusion set was changed to address the issue. Customer's blood glucose level was "almost at 500 mg/dl." Additionally, at the time of the report with tandem technical support, it was reported that the customer was on the way to the emergency room (ER). Customer declined troubleshooting with tandem technical support and declined to provide further information.